Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported via e-mail by the sales representative that the patient had a revision of an accolade tmzf stem for head dissociation/dislocation. Removal of femoral stem and cocr 36+5 head. Upon removal the femoral stem trunnion was deformed and tremendously worn.

Manufacturer narrative:
An event regarding alleged ¿disassociation/dislocation¿ involving a metal head was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the device was returned for evaluation. -medical records received and evaluation: a review of the provided undated x-rays by a clinical consultant indicated: ¿the head is in the acetabulum. The trunnion of the stem is disassociated and dislocated from the head with deformity and metal loss on the superolateral surface of the trunnion proximally. Some radiodensities are noted around the hip representing either heterotopic ossification or debris. No clinical or past medical history, no complete patient demographics, no operative reports, no dated serial x-rays, and no examination of the explanted components are available. Based upon the information available for review, no determination can be made regarding the cause of this clinical event requiring revision surgery ten years post-implantation." -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of the nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. The reported event was confirmed by the medical review provided by a consulting clinician who indicated, ¿the trunnion of the stem is disassociated and dislocated from the head with deformity and metal loss on the superolateral surface of the trunnion proximally.¿ however, the root cause could not be determined as the consulting clinician concluded, ¿no clinical or past medical history, no complete patient demographics, no operative reports, no dated serial x-rays, and no examination of the explanted components are available. Based upon the information available for review, no determination can be made regarding the cause of this clinical event requiring revision surgery ten years post-implantation.¿ while this device is within the scope of the nc, no root cause can be established relating to this specific occurence. No further investigation is required.

Event description:
It was reported via e-mail by the sales representative that the patient had a revision of an accolade tmzf stem for head dissociation/dislocation. Removal of femoral stem and cocr 36+5 head. Upon removal the femoral stem trunnion was deformed and tremendously worn.